Event description:
The devices were implanted in 2001. In 04/2004, during a follow-up visit to the facility, the facility's administrative nursing director informed the MFR's vascular access specialist of the following: in 01/2004, the pt was admitted to the hosp. Blood cultures drawn with cultures growing gram positive cocci, tee demonstrated no valve vegetation. A week later, the pt was re-cultured with results of enterococcus. The next day, the device(s) were explanted. Three days later, the pt was re-cultured with negative results. After four days, the pt was re-implanted in a different site (lij) with a new device, same catalog number. No further details were provided at this time.